Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off label usage of the device on (B)(6) 2023. At 8:00am on (B)(6) 2023, the patient woke up and checked the cgm and it was showing 321 mg/dl so she took 4 units of humalog insulin and rested. At 1:00pm, the patient was about to go to work and stated her blood sugar was normal at 120 mg/dl (unknown if this was the cgm or a bg reading). At 2:00pm, while the patient was working, she started to sweat a lot and her phone was alerting and the cgm was showing 47 mg/dl. The patient's coworker tested the patient's bg and it was 17 mg/dl. The coworker called the patient's mother and the mother called 911. While in the ambulance, the patient was treated with a shot of glucagon, glucose tablet and dextrose. On the way to the hospital in the ambulance, the patient stated she started to feel well and asked the paramedics to take her back to work. Prior to leaving the patient, the paramedics checked the patient's and it was 120 mg/dl. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia.